Event description:
It was reported that when fluoroing the left screen on the 9800 sys is black (no image). It was noted that no errors reported. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. Reviewed error log files and identified that the sys node, ffb and xc node dropped. Adjusted 5v in mainframe, reseated gib, ffb and sys interface pcbs. The sys was tested and found to be working as intended and placed back into svc.